Event description:
Pt reported her infusion is taking too long and if that was still going on with last infusion pt. Infused 25 gm dose took more than three hours to infuse. Indication - antibody deficiency with near-normal immunoglobulins or with hyperimmunoglobulinemia. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available for investigation? Yes, upon patient return did we replace device? Yes. What is the outcome of the event? Resolved? Resolved.